Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High capture threshold on bipolar channel was noted on the right ventricular lead. Device was reprogrammed to unipolar configuration with stable and normal threshold measurement. However, physician planned to schedule the patient for lead replacement due to high thresholds on the bipolar channel. No patient symptoms were reported and the patient was stable before, during and after the event. No further information is available at this time.